Event description:
It was reported via social media that a patient death occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. An unknown time post-procedure, the patient developed blood clots and eventually passed away.